Event description:
It was reported that the nurse called to state that there was a canister full alarm present when the device first started after dressing application. All troubleshooting of soft port change, canister change and pump change did not resolve issue. Canister batch numbers not available as packaging inadvertently discarded even after instructions to check and compare lot numbers. S+n device abandoned and kci pump/dressing used instead. No canisters/pump available for investigation.

Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A DHR review could not be performed because the lot number was not provided. A complaint history review found other related failures. Risk management files contain the reported failure mode. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical and medical review determined there was not enough adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Our quality department will continue to monitor for trends. No further investigation is required.